Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during normal battery replacement, the surgeon noticed that the lead was damaged. It is unknown what the damage is. High impedance was seen during the implant. Only the generator was replaced. The suspect product remains implanted to date. No other relevant information has been received to date. No surgical intervention for the suspect product has occurred to date for the lead.

Event description:
Product analysis of the returned generator (not suspect device) was preformed. New event date was discover. Internal data was reviewed and 62;25% change took place on (B)(6) 2025. The pre-change value was 1007 ohms and the post change value was 22733 ohms. The high impedance values were seen on the day the device was explanted; this is an expected event in association with the explant procedure and will not be captured as a result. High impedance of 9044 ohms was seen on (B)(6) 2024. No other relevant information has been received to date.